Manufacturer narrative:
Manufacturing site: asahi intecc hanoi co., ltd. Hanoi, vietnam, registration number: (B)(4). Device evaluation could not be performed because the affected device was discarded by the user facility. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received from this lot. Based on the obtained information, results of lot history records review, and referring to known similar events, it was presumed that tension generated with wire withdrawal might have been applied to the subject sion blue while its tip was caught by the stent strut. Consequently, the guide wire was separated. It was concluded that this event was not attributed to product quality. No CAPA will be taken. Instructions for use (IFU) states: [warnings] ~ do not perform stent placement using more than one guide wire or wire operation through stent strut. Otherwise, the stent may be damaged or the guide wire may break or break apart. ~ observe movement of this guide wire in the vessels. Before this guide wire is moved or torqued, the tip movement should be examined and monitored under fluoroscopy. Do not move or torque the guide wire without observing corresponding movement of the tip; otherwise, the guide wire may be damaged and/or trauma may occur. In addition, ensure that the distal tip of this guide wire and its location in the vessel are visible during manipulations of the guide wire. ~ never push, auger, withdraw, or torque this guide wire that meets resistance. Torquing or pushing this guide wire against resistance may cause damage and/or tip separation of this guide wire or direct damage to a vessel. Resistance may be felt and/or observed under fluoroscopy by noting any buckling of the guide wire. If the prolapse of the guide wire tip is observed, do not allow the tip to remain in a prolapsed position; otherwise damage to the guide wire may occur. Determine the cause of resistance under fluoroscopy and take any necessary remedial action. ~ if resistance is felt due to spasm, bending of the guide wire, or due to trap while operating this guide wire in the blood vessel or removing it, do not torque and/or pull the guide wire itself. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guide wire is moved excessively, it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside the vessel. [Malfunction and adverse effects] ~ removal difficulty of guide wire ~ separation of the guide wire.

Event description:
It was reported that the tip of an asahi sion blue guide wire had fractured during a percutaneous coronary intervention (pci) to treat an unspecified segment of the coronary artery. The sion blue was used for delivery of a balloon catheter and a stent. During removal, the sion blue got trapped by the stent. Balloon catheters were then inserted over the guide wire placed in the side branch and the guide wire placed in the main branch respectively. Attempts were made to remove the sion blue, but were unsuccessful. The tip of the sion blue was separated. A balloon catheter was then advanced over an asahi sion guide wire to anchor the wire fragment. The wire fragment was then retrieved into the guide catheter. An attempt was made to remove the wire fragment together with the guide catheter and the balloon catheter, but was unsuccessful. The wire fragment was found left in the brachial artery. The guide catheter was then advanced over the sion blue to the wire fragment in the brachial artery. The physician tried to remove the wire fragment with a snare. However, the remaining part of wire fragment was found between the brachial artery and the coronary artery ostium. Based on the discussion including the relevant department heads, removal of the wire fragment was considered to be difficult and the physician decided to leave the wire fragment in situ. The patient was discharged on (B)(6) 2023.

Manufacturer narrative:
**UDI related data quality updates only** as we received an email time-stamped saturday, july 6, 2024, 1:27 am at our end from mr. (B)(6), MDR data systems team, to inform us of the discrepancies between the device identification fields of the electronic equivalent of the FDA form 3500a that we had submitted compared to the information included for the corresponding fields in the gudid. After comparing the information in the previous submitted MDR with that in the corresponding fields in the gudid, we determined to submit this supplemental report. The changes we intend to make are as follows: d1: brand name - from sion blue to asahi sion blue d3: manufacturer name, city, and state - from asahi intecc co., ltd. To asahi intecc co., ltd. D4: model # - from no entry to ahw14r004s catalog # - from ahw14r004s to no entry g1: contact office - from asahi intecc co., ltd. To asahi intecc co., ltd. H4: device manufacture date - from 22-12-2022 to no entry.